Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was having an allergic reaction. The patient was experiencing redness and itching around battery site. The patient was placed on antibiotics as precaution. The patient will be monitored by the physician and allergist.

Event description:
A report was received that the patient was having an allergic reaction. The patient was experiencing redness and itching around battery site. The patient was placed on antibiotics as precaution. The patient will be monitored by the physician and allergist.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. Model number/catalog number: sc-2218-50 serial number: (B)(4) batch/lot number: 5086802/5158550 model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Manufacturer narrative:
Additional information was received that the patient was unable to charge the ipg as charging caused redness and discomfort.

Event description:
A report was received that the patient was having an allergic reaction. The patient was experiencing redness and itching around battery site. The patient was placed on antibiotics as precaution. The patient will be monitored by the physician and allergist.